Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports we have a whole bunch of these gauze dressings where the product is sticking out of and part of the product is sealed in the seal. We had to open 4 or 5 today for one patient to get a sterile pack. Also, they are frayed on the edges and could leave part in the surgical site. No medical intervention required.

Manufacturer narrative:
The type of gauze is not used in a surgical setting and therefore poses no risk to the patient for the reported condition. This complaint is not reportable. If information is provided in the future, a supplemental report will be issued.